Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 177 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window and cracked reservoir tube lip.